Event description:
It was reported that the user experienced inappropriate insulin dosing behavior attributed to meal announcements not being learned properly and inconsistent meal announcements, leading the agent to advise a factory reset and reconnection to the ilet mobile app. The user¿s blood glucose decreased to 58 mg/dl due to maladapted algorithm and later elevated to 245 mg/dl due to overtreatment of hypoglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user-performed device reset, reconnection to the app, and education on hypoglycemia treatment and meal announcement use. Investigation included device troubleshooting, review of use patterns related to meal announcements, and user education on correct treatment of low glucose with oral glucose. Investigation of this case revealed that algorithm performance was influenced by user behaviors, including overtreatment of lows and not consistently announcing meals, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to hypoglycemia treatment and meal announcement practices.